Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same brand family as a device marketed in the u.s. Event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to fast atrial fibrillation conduction. The patient's antiarrhythmic medication dose was increased and the device remains in use. No further patient complications have been reported as a result of this event.